Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion pump was programed to infuse 200ml of norepinephrine and was started without complication. Pump then alarmed indicating volume to be infused (vtbi) had been infused but the bag was still full. There was no known patient injury or medical intervention associated with this event. No additional information is available.